Event description:
During a carotid stent case-the physician deployed a7mm spider and backloaded the protégé rx stent on the wire. The physician accurately positioned and deployed the protege rx stent without incident. The physician removed the protege rx stent delivery catheter, and noticed difficulty withdrawing the device while in the tuohy. When protege rx came out, the delivery tip was missing,but was found inside of the tuohy. The physician replaced the touhy, and finished the case by post dilating the stent.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.